Manufacturer narrative:
The device has not been received for analysis. However, a photo and video was provided and it was observed that the catheter leaking.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the handle started to leak. During preparation the scrub nurse believed they observed air in the luer of the catheter, however, it was determined to just be the adhesive used on the luer so they continued to prepare the device. Both lumens were flushed, and a wire was inserted before the catheter was attacked to an irrigation line. The drip rate from the saline bag was higher than normal and when the catheter was examined, they found saline leaking from the handle. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the handle started to leak. During preparation the scrub nurse believed they observed air in the luer of the catheter, however, it was determined to just be the adhesive used on the luer so they continued to prepare the device. Both lumens were flushed, and a wire was inserted before the catheter was attacked to an irrigation line. The drip rate from the saline bag was higher than normal and when the catheter was examined, they found saline leaking from the handle. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.